Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It as reported that stent dislodgement occurred. A 3.00 x 38 synergy ii drug eluting stent was selected for use. However, during preparation, the stent came off from the delivery system. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: synergy ii, us, mr, 3.0x38mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the centre to distal struts were pulled and stretched distally on the balloon. The stent od (outer diameter) of the undamaged proximal section was measured using a snap gauge which is within maximum crimped stent specification, indicating that there were no issues with the crimp stent profile. The balloon cones were reviewed and no issues were noted. Crimp markings were evident on the balloon wall indicating overall crimp contact between the coated stent and balloon. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. Reviewing these specified parameters against the batch records for the crimped unit, there are no anomalies evident. The product stent protector was not returned for analysis with the device, however the specified inside diameter of the stent protector is within specification. Based on the specified stent protector profile and the maximum crimped stent profile, there is no issues to note with the interaction between the two components. A visual and tactile examination found multiple kinks on the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. The bumper tip of the device showed no signs of damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4) .

Event description:
It as reported that stent dislodgement occurred. A 3.00 x 38 synergy ii drug eluting stent was selected for use. However, during preparation, the stent came off from the delivery system. The procedure was completed with a different device. No patient complications were reported.